Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on the physician assessment of the procedure. Available information suggests previously implanted devices and imaging challenges likely contributed to the event due to a pacer wire interfering with septal leaflet capture and poor image quality. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received notification of a pascal in tricuspid position where the device had an slda (single leaflet device attachment) from the septal leaflet. After pulling the septal suture, both clinical specialists recommended bailing out, stating that there was not enough septal leaflet captured. The device was left implanted in the patient and the procedure was completed with no change in regurgitation from baseline at torrential. Additional information received from the clinical specialist stated that after 6.5 hours, the physicians were fatigued. Edwards team recommended going in with a second device, but the ic declined. There was no suitable septal leaflet due to pacer wire adherence. There were multiple wires in the right atrium and ventricle (4 in total). There were also multiple instances of wire/device interaction throughout the procedure and imaging was very challenging. 4d ice was utilized but image quality was still minimally diagnostic. There was no patient injury and no further actions taken. There was no change in regurgitation grade pre and post procedure. The patient was discharged on medical therapy.